Manufacturer narrative:
The catheter from the reported event has been returned to angiodynamics, however the device evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported 10f drainage catheter which had been in place in the biliary tree (duodenum) for 3 weeks, fractured. The physician had to remove the tip via a snare. The used catheter has been returned to angiodynamics. The patient condition was reported as, "unaffected."

Manufacturer narrative:
The recent angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "tip fractured/migrated. " no adverse trend was identified. The reported device lot, as well as the returned sample were forwarded to angiodynamics' contract manufacturer for this device (freudenberg medical) on a supplier corrective action request form (scar). Freudenberg confirmed the reported failure, but was unable to determine the cause of the event. Their review of the device history records for the noted lot found no observations that would indicate the reported condition was the result of a manufacturing defect: the catheter tubing was found to be within dimensional and material specifications. The directions for use provided with the device includes the following information: "indications for use / intended use: exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Instructions for use: note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement." (B)(4).